Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported right side "gel bleed". Healthcare professional later reported right side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, gel bleed, capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold and white particles in the surface of the shell. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported right side "gel bleed". Healthcare professional later reported right side capsular contracture baker grade iii. Device has been explanted and replaced.